Manufacturer narrative:
The connectivity test was performed in order to attempt to duplicate the customer-reported issue that the pump would not connect to the mednet drug library. The reported issue was not duplicated. The issue was not confirmed in history and no pertinent codes were identified in the device event log/alarm history records. During investigation, the battery was identified as swollen. The probable cause is due to the battery component of the pump device. There was no evidence of sparks, shocks, flames, charring or melting. D9 - date returned to mfg null: na because the device was repaired in the field (and not returned to the manufacturer).

Event description:
On 11aug2023, during evaluation of the plum 360 driver new by the field service engineer (fse), the pump battery was identified as swollen. The original complaint from the customer site (also logged on (B)(6) 2023) indicated that the pump would not communicate with mednet. There was no report of any harm associated with the complaint, nor during the device evaluation by the fse.